Event description:
The customer stated that her meter was giving high blood glucose readings between 475 and 525 mg/dl. Control tests resulted were also out of range. The customer's blood glucose was usually between 180 and 220 mg/dl. One day earlier, the customer had taken insulin based on a high reading and had to be taken to the hospital. The hospital tested her blood glucose at 40mg/dl. The customer was given food and observed at the hospital before being released. The customer did not have any more control solution, so further troubleshooting of the meter was impossible. The meter will be sent in for evaluation, and a replacement meter will be sent.